Event description:
It was reported that the patient presented with decrease in vision due to z pattern vault noted approximately 7 weeks post implant. Lasik treatment was performed. The lens was exchanged with another model lens approximately 9 weeks post implant. The patient's current status is good. This event refers to the patient's left eye. Please reference MDR #1313525-2015-01498 for the right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.